Manufacturer narrative:
The manufacturer has completed the investigation of the bipap a40 that allegedly had a ventilator inoperative condition after a power failure occurred and rebooted to the device's default settings. The manufacturer was informed that the patient continued to use the device. The patient was hospitalized. The device was returned to the manufacturer for evaluation. The device was visually inspected and found no deficiencies. The device had evidence of a ventilator inoperative condition found in the device's error log. The user manual for the bipap a40 device states, "when a "ventilator inoperative" alarm occurs. Immediately remove patient from ventilator and connect them to alternate source of ventilation. Contact your home care service provider for service." The patient did not respond to the ventilator inoperative condition as instructed in the user manual and continued to use the device. The device provided therapy at the default settings to the patient. The device was tested and found the device to operate and alarm to design specifications. The manufacturer concludes the patient did not follow the instructions provided in the bipap a40 user manual. The device continued to provide therapy but at the default settings.

Event description:
The manufacturer received information alleging a bipap a40 device had a ventilator inoperative condition after a power outage. When the device was powered back on, the device reverted to the manufacturer's default settings. The patient continued to use the device. Allegedly, the patient was admitted to the hospital for high levels of co2. The device has yet to be evaluated by the manufacturer. A follow up report will be filed when the manufacturer has completed the investigation.